Manufacturer narrative:
Method of evaluation(to be specified): review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Results of evaluation: review of the device history records resulted in no remarkable findings; to date, of the 226 devices processed for lot s10778, all 226 devices were distributed with 100 devices that were reported as having been implanted. To date, there were no other complaints reported to lifecell against this lot. Conclusion: (no failure detected and product within specification). Lifecell's examination of the device revealed no evidence of infection. Although the physician could not rule out the device as a contributing factor to the event, lifecell concludes that the event is unlikely related to the device.

Event description:
It was reported to lifecell that following an abdominal wall reconstruction using the device on (B)(6) 2011, the patient developed seroma and infection prompting explant of the device on (B)(6) 2011. On (B)(6) 2011, it was reported to lifecell as per the physician's statements, that he cannot rule out that the device was a contributing factor for the development of the seroma and infection, but this patient had a very complicated course with significant co-morbidities and the device performed as expected in light of these circumstances.